Event description:
On (B)(6) 2011, patient underwent an l4-s1 lumbar fusion. During final tightening, the l5 screw collar became fractured. This was not noticed until x-rays were viewed post-op. Currently, surgeon does not plan to revise patient since the break is in an intermediate screw.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device was used for treatment, not diagnosis.(B)(4)

Event description:
Maude adverse event report, report # mw5024066 was identified by post market surveillance. A copy of the report will be included in this report. This is 1 of 1 report for complaint (B)(4).